Event description:
A us distributor returned a electrode belt indicating that the belt would not securely latch with a test monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not securely latch) was confirmed. Upon evaluation, the trunk cable connector was cracked. The root cause of the damage is physical abuse. No adverse event resulted from the defective electrode belt.